Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not exiting the tubing and customer did not observe much air during the air removal from the cartridge. Customer's blood glucose was 96 mg/dl. Customer changed the infusion set and cartridge. Insulin delivery was resumed.